Manufacturer narrative:
(B)(4). Actual device returned & evaluated. No failure detected, device operated within specification. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 70 to 110 mg/dl. The customer reported symptoms of headache and fatigue. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and reported symptoms. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 194 mg/dl and 207 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 04/16/2017 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed (date / time not set): (B)(6). Adverse event not reported.